Manufacturer narrative:
This report is based solely on device analysis. This event occurred outside the us. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) ECG (electrocardiogram) connector is loose on a printed circuit board. Stylus cable is damaged. Analysis could not confirm the reported problem with booting up.

Event description:
It was reported there was a problem with booting up, occasionally have to turn off then on again. The programmer was returned to the manufacturer, analyzed and tested out of specification. No information was received indicating patient involvement.